Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had fluctuating high blood glucose (bg) levels for approximately a week (340-450 mg/dl). Fluctuating bg levels were treated via correction bolus. The customer believed that the issue was due to the insertion site, however the information provided did not point directly to the insertion site as the cause of the fluctuations. Tandem technical support contacted the clinical diabetes specialist for additional assistance for the customer.